Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted once the evaluation has been completed.

Event description:
Customer reported on the med/surg floor, the set broke while infusing tpn. Tpn went on the floor and blood came back out of the PICC line. Per rn, there was a minimal amount of blood loss, about 5mls on the bed. No patient harm and no medical intervention reported. Customer stated that no further patient/event information is available.